Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, causes such as, wear, deterioration, degradation, leak or some kind of stress without any design or manufacturing issue is a possible cause of the failure. The most probable cause is traced to known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno videoscope was returned to the service center with a report of water leakage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a sticky grip and up, down plate was found to be most likely due to stress problems. There was no patient involvement.